Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. Sample 1 initial result was 1.25 mmol/l, and the repeat result was 2.38 mmol/l. Sample 2 initial result was 1.56 mmol/l, and the repeat result was 2.32 mmol/l. Sample 3 initial result was 1.30 mmol/l, and the repeat result was 2.48 mmol/l. Sample 4 initial result was 1.53 mmol/l, and the repeat result was 2.53 mmol/l. Sample 5 initial results were 1.59 mmol/l and 1.50 mmol/l. The repeat result from another cobas analyzer was 2.44 mmol/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found there were incorrectly centered sample probes and a sub-optimal wash station. He performed corrective actions on the sample probes and wash stations. Following maintenance, quality control results were within target. The investigation determined that the service actions resolved the issue. A reagent-related issue could be excluded.